Event description:
Pt delivered a baby at 0229 by vacuum assisted delivery. Attempt made at 0515 by rn to remove epidural catheter but rn met resistance. Second rn tried but also met resistance. Anesthesia resident attempted removal at 0530. Attending anesthesiologist arrived at 0615 and while trying to remove catheter, tube broke and tip was left imbedded in pt's back. Laminectomy would be the only way to remove the tip and benefits do not outweigh risks. Dates of use: two days in 2007. Diagnosis: childbirth.